Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the fabius was not ventilating the patient. There was no injury reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
Additional information was requested to understand what exactly was meant by the reported symptom "unit was not ventilating the patient". Unfortunately neither further information describing the reported issue more in detail nor the device log file was provided for investigation. During service action on site the processor board was replaced which was sent in for manufacturer analysis. It was tested in a fabius test device and was found to work within specification. Also no failures were detected during an endurance test performed over 24 hours. Therefore and due to lack of information the reported symptom neither could be reproduced not a root cause could be identified. Due to the fact that the description of event was of a general nature only the devices' behavior in this situation can also be given generally. In case the fabius shuts down automatic ventilation an audible alarm and a visible alarm message "ventilator fail" will be displayed. In this case automatic ventilation is not possible. The user can switch to manual ventilation as described in the instructions for use. In this situation monitoring is still functional. Furthermore a restriction of ventilation is detected by the integrated pressure,- volume-, and o2-monitoring. In case a measured value violates the set alarm limits a corresponding alarm is generated. After replacement of the processor board the device was returned to use without further problems reported.